Event description:
It was reported that the patient presented to the emergency room feeling fatigued, with her pulse generator in backup vvi. The patient had no pacing support, and an underlying rhythm of 30 beats per minute. In 2009, battery data was 2.73 v, 9 ua, and 4.2 k. The device had not reached hardware elective replacement indicator. The pacemaker was replaced due to an unresolved bvvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup operation with multiple bits of product code flipped. After downloading the product code, normal device function ensued and the backup operation did not recur.